Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found evidence of unexplained power reboots in the pump¿s history. No damage was found to returned battery cap. The battery compartment was found to be cracked below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap was found to fully attach to the pump and was used to complete a 24-hour duration test, with no power interruptions duplicated during that time. The returned battery cap contact measurements were found to be within specification. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.